Manufacturer narrative:
A field service engineer (fse) went to the customer site and found the bf prime to be performing without problem. The fse found several tips in the bottom of the wash prime well and removed the tips. The fse then realigned all wash probes and replaced wash probe 3 which had given the customer some issues a few weeks ago. Following the fse ran quality controls and the results were within acceptable limits. The aia-2000 analyzer was verified for proper operation and ready for use. The most probable cause of the reported event is related to wash probe alignment. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes, and troubleshooting pertaining to the aia-2000 system. The operator's manual informs the user of the following: [4463] b/f probe 3 home overrun cause: the home sensor activated improperly after movement of b/f probe 3. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. [2043] b/f wash control start delay cause: b/f wash control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of b/f wash. [2242] b/f probe 4 purge failure cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 the customer called tosoh technical support to report receiving error code 4463 (b/f probe 3 home overrun) and error 2043 (b/f wash control start delay) during use of the aia-2000 analyzer. The customer reported changing to a new tank of wash, checked the wash probes and changed the filter in the tank. Following, the customer reported that the analyzer displayed busy even though the program has been exited. Customer getting error 2242 (b/f probe 4 purge failure). Technical support had the customer remove the tubing from the bottle and prime. The customer reported seeing air moving thru the tubing but still getting wash prime incomplete even after performing multiple primes. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.